Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was experiencing symptoms of dizzy and light headed. The customer was treated with shot during the time of incident. The customer was referred to health care provider to obtain back up plan. The customer troubleshooting was stop due to keypad is not working. The customer was advised to discontinue use of the insulin pump and we are sending replacement pump.